Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, cracked display window, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a cracks near battery compatment of the insulin pump. The customer's blood glucose level was unknown mg/dl. No further information was reported.